Event description:
It was reported the patient was experiencing ineffective therapy and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, both leads were repositioned and the ipg was repositioned within the pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient weight unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.